Event description:
The caller alleged discrepant results when compared with the lab. The following results were reported. In ratio 1.8 (dose increased), one week later: 3.3, a repeat test and lab draw was performed however that results were not reported. Additional results were reported in 1/2006: inratio 2.4, lab 1.7.